Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results when compared to unspecified readings obtained on competitor meter. As a result, customer was unable to self-treat requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) performed a blood glucose measurement of 108 mg/dl, compared to sensor scan result of 81 mg/dl, prior to providing third-party treatment of unspecified intravenous fluids for a diagnosis of hyperglycemia. The hcp additionally performed an EKG with unspecified result, blood pressure measurement with unspecified result, and pulse rate with result is 120 beats per minute. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. Customer received unspecified lower sensor scan results when compared to unspecified readings obtained on competitor meter. As a result, customer was unable to self-treat requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) performed a blood glucose measurement of 108 mg/dl, compared to sensor scan result of 81 mg/dl, prior to providing third-party treatment of unspecified intravenous fluids for a diagnosis of hyperglycemia. The hcp additionally performed an EKG with unspecified result, blood pressure measurement with unspecified result, and pulse rate with result is 120 beats per minute. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.